Event description:
Revision surgery due to joint luxation, at about 2 months after the primary. The surgeon changed the humeral liner and the glenosphere. Primary surgery performed in (B)(6) 2024 ((B)(6) 2024)

Manufacturer narrative:
Batch review performed on 20 january 2025: lot 2314177: (B)(4) items manufactured and released on 19-oct-2023. Expiration date: 2028-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant involved; batch review performed on 20 january 2025: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2402705: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 2029-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Analysis performed by r&d manager: the provided pictures do not show any signs of damage on neither the glenosphere or the liner. Given the information at hand it is not possible to determine the root cause of the event. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.